Event description:
It was reported that during a lap gastric bypass with roux-en-y procedure, a gap was observed on the anterior surface of the anastomosis. The distal/jejunal donut was complete, but the proximal/gastric donut was incomplete. No loose staples were observed near the anastomosis. There was no reported pt consequence. It was not reported how the case was complete.